Event description:
Electrosurgery unit and disposable pencil accessory stuck in "on" or "cut" position. Bovie had been plugged in and laid next to pt's leg. Not being used by physician when it began to burn pt's leg.